Manufacturer narrative:
Concomitant product: product ID 3889-33, lot # va0brx7, implanted: (B)(6) 2014, product type lead. (B)(4). Final device analysis of the implantable neurostimulator (ins) revealed the following: the setscrew was backed out too far and was missing. The sealing ring was misaligned and half of the grommet segment was missing.

Event description:
It was reported the doctor was implanting the patient¿s implantable neurostimulator (ins) the day of report and they were unable to set the screw at the connector block. It was stated they tried multiple times with no success. It was noted they used another ins and there were no issues.